Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, concentric, 99% stenosed, de novo lesion of the proximal to distal circumflex artery, the non-abbott guide wire was delivered and a 3.0 x 23 mm xience v was implanted. The 3.0 x 8 mm nc trek was attempted for post-dilatation; however, the balloon pressure did not reach 6 atmosphere (atm). The nc trek was exchanged with a 3.0 x 12 mm nc trek and the same failure to inflate occurred. It was noted that contrast was leaking from the 3-way stopcock and it was replaced with a second stopcock. The second stopcock was used without incident with the 3.0 x 12 mm nc trek and there was no issue with inflation. There was no reported clinically significant delay in the procedure due to any device issue. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: 3.0 x 8 mm trek; guide wire: tgv marker, runthrough ns stent: 3.0 x 23 mm xience v. The customer reported the device was discarded. The lot number was provided. A follow-up will be submitted with all additional relevant information. The nc trek is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation of the returned device noted it was not an abbott stopcock. The leak from the non-abbott stopcock was confirmed during functional testing. The returned stopcock was attached to the returned balloon catheter. A new indeflator was filled with contrast medium, diluted 1:1 with colored water and was attached to the returned non-abbott stopcock in an attempt to inflate the balloon. The balloon would not inflate and fluid was leaking from the back of the stopcock. A new abbott stopcock was attached to the returned balloon catheter. A new indeflator was filled with contrast medium, diluted 1:1 with colored water and was attached to the abbott stopcock in an attempt to inflate the balloon. The balloon inflated to rated burst pressure with no anomalies noted. Leaks on a stopcock can occur due to, but not limited to, loose connections, manufacturing, damaged threads, mold deficiencies and associated devices being used. Although it was reported that the stopcock was supplied with the abbott priority pack, investigation by manufacturing confirmed that the type of stopcock returned was not a stopcock manufactured at the abbott supplier. A cause for the leak appears to be related to a faulty non-abbott stopcock. A conclusive cause for the reported information that the non-abbott stopcock was supplied in the abbott priority pack could not be determined; this type of stopcock is not from the abbott supplier. A review of the device lot history record did not reveal any nonconforming material records for this lot, indicating all lot release testing met specification. Additionally, a query of the complain- handling database was performed and revealed no other incidents for this lot. There is no indication to suggest a product quality deficiency. A sampling of stopcocks are visually and functionally inspected through receiving inspection. In addition, manufacturing visually inspects the stopcock.